Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4476 boston scientific lead, implanted: (B)(6) 2000; 0145 boston scientific lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that a pocket infection occurred. It was also reported the patient tested positive for gram positive bacteria in the blood. The patient was treated with antibiotics and the device system is scheduled for replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.